Event description:
It was reported a 6f angio-seal vip was selected for use. During deployment, it was reported that the collagen plug came out of the tissue tract. The physician attempted to use the compaction tube, but the collagen would not tamp into the tract. The physician made an incision and removed the device from the patient. Manual compression was used to re-establish hemostasis. No further intervention was required.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot manufacturing requirement prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) states that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or patient vascular anatomy, the entire absorbable components and delivery system should be withdrawn from the patient. Hemostasis can be achieved by applying manual pressure. No training record was found for the deploying physician. The IFU cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g. Participation in an angio-seal physician instruction program or equivalent.